Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2021. Multiple attempts to reprogram the closed loop stimulator (cls) trying multiple types of stimulation including closed-loop programs, open-loop programs and high frequency programs, all unsuccessful. A full system explant was completed on (B)(6) 2023 where the leads were cut and electrocautery was used.

Manufacturer narrative:
The returned cls did not pass functional testing. The device was not able to maintain the required stimulation current range during the feedback loop check. The event description indicates that electrocautery was used during system explant. It is highly likely that electrocautery is the root cause of the failure observed during functional testing;the manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.